Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged respiratory tract irritation, kidney disease, liver disease, and lung disease. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device has not yet been returned to the manufacturer for evaluation. Due to no patient contact information, attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged respiratory tract irritation, kidney disease, liver disease, and lung disease. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. Now, the manufacturer alleging that the allegation is serious injury. Corrected section b1 from product problem to adverse event. Section h1 corrected from product problem to serious injury. Reporting institution name has been updated. In addition, patient outcome code grid, health impact grid, evaluation method code grid, evaluation results code grid and conclusion code grid have been corrected. If pertinent information becomes available to the manufacturer at a later date, an addendum to this report will be filed.